Event description:
As reported by navilyst medical's distributor in (B)(6), in the distributor's warehouse, a small hole was found in the (B)(4) portion of the convenience kit pouch, breaching the sterility. The kit was one in a box of 10. The entire box was returned to navilyst medical by the warehouse.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The navilyst medical (B)(4) 2014 complaint report was reviewed for the product family of convenience kits and the failure mode, "pouch torn/holes". No adverse trends were identified. The returned sample was visually inspected and the hole in the pouch was confirmed. Additionally, the pouch was noted to have had a (B)(4) ((B)(4) distributor) label applied to the (B)(4) side of the pouch. As part of the receiving process at (B)(4), all pouched products are removed from their inner boxes and a (B)(4) label (in (B)(6)) is applied to each pouch. Add'l handling may occur if the pouches are 100% visually inspected. The pouched product is then re-boxed into the inner box by the (B)(4) warehouse employees. The hole in the (B)(4) was likely caused by the handle of the device in the pouch, however, what caused the handle to be pushed against the (B)(4) in a manner that resulted in a hole cannot be determined. Potential contributing factors include: over-crowding of filled pouches in the in-process bins or improper handling of pouches as they are placed in inner boxes at navilyst medical. Handling during transit to the (B)(4) warehouse. Handling at (B)(4) during the labeling/inspection and re-boxing process. All pouches are 100% inspected per navilyst medical procedures during the sealing and final box processed. Navilyst medical packaging engineering has reviewed the packaging configurations for the reported product, and determined that the pouch size and number of pouches per inner box are appropriate. The directions for use (dfu) for the stopcocks contain the following warning: "contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged." The entire packaging department has been made aware of this issue and re-trained on navilyst medical packaging procedures with emphasis on the requirements of visually inspecting both the (B)(4) and the mylar sides of the pouches for damage/holes, and ensuring that the filled pouches have adequate space within the in-process bins. (B)(4).